Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported a leak at the waste line of the lh750 instrument. Customer was not sure if the waste line tubing was leaking or if the tubing was too short, and stated that there was fluid around the drain. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) resolved the leak by troubleshooting with the customer over the phone. Fse determined that the waste line was not properly connected to the drain pipe. Fse instructed the customer to reposition the drain tube and to cover the drain pipe. Customer reported that this resolved the leak.